Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or connector tubing.¿

Event description:
Health professional reported an alleged ¿hole in tubing.¿ the device was found to have an alleged ¿hole in tubing¿ when doctor noted less saline in the device than notes indicated. The device was removed and replaced with a new one. The return of the explanted device for product analysis has been requested however the device return is pending at this time.